Manufacturer narrative:
Investigation evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a kink in the sheath, which was approximately 22 cm distal from the distal end of the hub. No other damage to the sheath was noted. The silicone disc portion of the device was observed to be out of position; it was located in the distal end of the housing. Additionally, the slit on the silicone valve did not appear to cut across the entirety of the disc's diameter. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. Investigation evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a kink in the sheath, which was approximately 22 cm distal from the distal end of the hub. No other damage to the sheath was noted. The silicone disc portion of the device was observed to be out of position; it was located in the distal end of the housing. Additionally, the slit on the silicone valve did not appear to cut across the entirety of the disc's diameter. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an abdominal aortic aneurysm (aaa) repair, the dilator was difficult to insert into the performer introducer sheath. The dilator was removed, re-flushed, and wiped down. The dilator was then able to be successfully re-inserted into the sheath; however there was resistance upon removal, and significant blood flow was encountered as the sheath check-flo valve came out with the dilator. The physician placed a finger over the sheath to restrict the patient's blood flow and exchanged the sheath with another one. It was noted that the blood loss with not significant. The sheath was placed in the patient's femoral artery during the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.